Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device found evidence confirming the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Once implanted the tibial component, the surgeon tried to place to insert but both didn't assembly to the tibial component. The tibial component was replaced.